Event description:
It was reported that during a laparoscopic uterine myomectomy procedure, an error sound was heard in about 30 minutes. No error code was displayed. The device was stopped using once. When the device was used again and activated for a while, the blade was broken off inside the patient's body. The broken piece could be found by x-ray photography. As the broken piece was retrieved, no piece was left in the patient body. The device was not re-used. The sheath was bowed during abrasion. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
Same case as MFR #: 2134265-2010-02887 & 2134265-2010-02904. It was reported that during a cryoplasty procedure, a balloon rupture occurred. A 14 months post procedure, the physician preformed a cryoplasty procedure to treat in-stent restenosis in a 5/60 sentinol vascular stent. The greater than 75% stenotic lesion was located in the non-calcified and non-tortuous superficial femoral artery. The physician advanced the .035 - 4/60/120 polarcath balloon to the lesion and during the first inflation the balloon ruptured. The physician then advanced a .014 - 4/40/135 polarcath balloon to the lesion and during the first inflation the balloon ruptured. There were no patient complications. The procedure was completed with percutaneous transluminal angioplasty and the deployment of a 4/4/135 sterling balloon. Patient status is reported as "fine".

Manufacturer narrative:
(B)(4). (B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and not returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade.